Manufacturer narrative:
510k: this report is for an unknown insertion instruments/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during a spinal fusion surgery with the expedium verse system, the nurse noticed the polydriver handle was disengaging from the screwdriver shaft while loading screws. The screwdriver was removed and another screwdriver was used to complete the case. No fragments were generated. There was no surgical delay. The procedure was completed successfully. There was no reported consequence to the patient. Concomitant devices reported: screws (part number unknown, lot unknown, quantity unknown), expedium verse spine system polyaxial driver, handle (part number 299704152, lot unknown, quantity 1). This report involves one (1) unknown insertion instruments. This is report 2 of 2 for (B)(4).